Event description:
See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Section d ¿ suspect medical device: mac loc chest tube. Initially, it was reported that a "14 fr chest tube with a mac loc" was the complaint device. A follow up report identified the device as ult14.0-38-25-p-6s-clm-rh. Both of these identities were incorrectly assigned to this report and the only device information available is " mac loc chest tube." This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: d1, d2, d4, g5. G5 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a device was returned for a complaint reported from the same facility regarding the same product and failure mode, so that device failure analysis will be referenced. In medwatch report #1820334-2019-01972, the complaint device was returned already separated. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were measured to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be completed, as lot information was not provided by the facility. At this time, there is no evidence to suggest that nonconforming product exists in house or in the field. Based on the information provided, no inspection of returned product and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: unknown. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown 14 fr chest tube with a mac loc came apart while in a patient. Both rpn and lot number for the complaint device has not been provided. A request for additional information regarding the device identity, patient demographics, event details, and patient outcome has been sent to the initial reporter. A response has not been received by cook at the time of this report.